Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient stated the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient noted that they had gone to the emergency room where the device was reprogrammed. The patient was requesting technical services (ts) to review the episode that was sent home with them. Ts discussed that ts could work with the field representative and clinic. No episode was sent to ts for review. Ts contacted the field representative who noted the clinic will follow up with the patient accordingly. The s-ICD remains in service and no adverse patient effects were reported. Additional information was reported that the s-ICD exhibited continued oversensing leading to another inappropriate shock. The s-ICD was reprogrammed from primary to alternate sensing vector. The s-ICD remains in service and no adverse effects were reported.